Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2017. Additionally, the patient was noted to have large uterus. According to the complainant, during the last 10 seconds of ablation, they noticed a lot of blood and tissue blocking the view so the physician moved the sheath. Fluid leaked from the sheath and a fluid loss alarm appeared. The procedure was completed using the same device. The patient sustained a vaginal burn and was treated with a topical cream. The patient's condition at the conclusion of the procedure was reported to be good. An additional attempt has been made to obtain follow up event details with no response from the clinician.